Event description:
The machine was programmed as per m.d.'s orders.m.d.'s order was: morphine sulfate (solution of 100 ml. With 0.9% normal saline) 1 mg./injection(concentration of 1mg/ml)with a delay of 10 min. Between injections and a maximum hourly dose of 6. The machine delivered a lower amount than it was supposed to deliver. For example, the patient pushed the button 7 times, but only received 4 injections: she received 2.2 mgs. Of the drug.